Event description:
It was reported that the patient presented to the hospital for a pacemaker changeout. Upon interrogation, it was noted that the right atrial (ra) lead failed to capture and sense. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.